Event description:
Customer bought and used deep clean brush. They complained that the handle snapped and flicked back and hit their 19-year-old daughter's front tooth really hard. Front tooth chipped.